Event description:
It was reported during relocation of a competitor's lead, a competitor's torque wrench became stuck to the implantable pulse genertor's setscrew and disengaged. Consequently, the pulse generator was excised and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported during relocation of a competitor's lead, a competitor's torque wrench became stuck to the device's setscrew and disengaged. Consequently, the device was excised and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: removed title for initial reporter. Corrected event location. Evaluation summary: (B)(4) no anomalies found. There was grommet and setscrew damage observed.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.